Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy fluid in the drain bag and a stomachache. The cause of the events was not reported. It was reported the patient presented to the renal until; however, it was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up the nurse reported the patient experienced peritonitis (previously reported as cloudy fluid in the drain bag and a stomachache). The peritonitis was manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The same day as event onset the patient was hospitalized for the peritonitis. The patient treated with gentamicin (32 mg daily, discontinued on an unknown date, route not reported) for the event. At the time of this report the patient remained hospitalized and the outcome of the event was not reported. It was reported the event of cloudy fluid was ¿recovered¿. On an unreported date, extraneal, physioneal and nutrineal therapies were discontinued. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.